Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, information was received from a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. In (B)(6) 2018, on about tuesday ((B)(6) 2018) the patient began experiencing a personal therapy manager (ptm) and pump issue. The patient called on (B)(6) 2018, because their "pump stopped working", but the patient later corrected themselves and stated that it wasn¿t their internal pump that stopped working, rather it was their ptm. The patient explained that whenever they tried to request a bolus, they were getting an "x" on their ptm. The patient tried to recreate the issue while on the call and reported seeing an "x" with the code "8286". The meaning of the code was reviewed with the patient. The code meant empty reservoir. The patient indicated they were due for a refill on (B)(6) 2018 and had not missed any refills. The patient was redirected to their hcp for a refill. The patient also reported that their stomach hurt real bad beginning last night ((B)(6) 2018).